Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The cgm/tandem pump displayed high (over 400 mg/dl) for two days on a friday. The following monday (B)(6) 2022, the patient experienced nausea, dizziness, and post-endocrinologist appointment, she went to the emergency department for evaluation per healthcare personnel (hcp) instruction. The patient was treated with IV insulin and IV fluids. At the time of the report, the patient was calling from the hospital and reported her cgm displayed 372 mg/dl and her bg was 301 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.